Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that foreign objects on the distal end, a sticky ultrasonic connector, a damaged acoustic lens, and chipped adhesive around the acoustic lens were observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the foreign objects on the distal end and sticky ultrasonic connector, the identity of the foreign material could not be determined. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The customer stated there were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.